Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition - extended out of fallopian tube / left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash: allergy"), skin disorder ("allergy : rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, rash and skin disorder had resolved and the fatigue, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, metrorrhagia, nausea, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse)'dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, fatigue,gi conditions, nausea, other: extended out of fallopian tube. Iud insertion date was updated from "(B)(6) 2014" to ""(B)(6) 2014". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified) result: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case became incident. Event injury was updated as malposition - extended out of fallopian tube. New events pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, fatigue,gi conditions, nausea was added. Patient date of birth added. Iud removal date added insertion date updated. Lab data added. Reporter causality comment was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition - extended out of fallopian tube / left occlusion only/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis in 2009, pregnancy, vomiting, multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gerd"). In september 2014, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2014, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, fatigue, gastrooesophageal reflux disease, nausea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, metrorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse)'dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, fatigue,gi conditions, nausea, other: extended out of fallopian tube. Iud insertion date was updated from "sep-2014" to ""08-sep-2014". Proper placement was noted and 2 coils were visualized on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-dec-2014: essure confirmation test (unspecified) result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; pelvic pain, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received. Lot number was added. New events added: abnormal bleeding (vaginal). Previously added event gi condition was updated to gastrointestinal or digestive system condition type: gerd. Outcome of the events fatigue, gerd, abnormal bleeding (vaginal), nausea were updated to recovered/resolved. Medical history, lab data and reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition - extended out of fallopian tube / left occlusion only/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure inserted (lot no. C06466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rheumatoid arthritis in 2009 and parity 2, multigravida, vomiting and pregnancy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014 she experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014 she experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gerd"). Essure was removed on (B)(6) 2015. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: she received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse)'dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, fatigue,gi conditions, nausea, other: extended out of fallopian tube. Iud insertion date was updated from "(B)(6) 2014" to ""(B)(6) 2014". Proper placement was noted and 2 coils were visualized on the patient's right. Date(s) of insertion: (B)(6) 2014 (as per pif-discrepancy noted). Date(s) of removal: (B)(6) 2015 (as per pif-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: essure confirmation test (unspecified) result: left occlusion only concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; pelvic pain, fatigue. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("malposition - extended out of fallopian tube / left occlusion only/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure inserted (lot no. C06466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rheumatoid arthritis in 2009 and parity 2, multigravida, vomiting and pregnancy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, she experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, she experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, she experienced gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: gerd"). Essure was removed on (B)(6) 2015. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy/hysterectomy - uterus). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: she received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse)'dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), rash/skin condition, fatigue,gi conditions, nausea, other: extended out of fallopian tube. Iud insertion date was updated from (B)(6) 2014" to "(B)(6) 2014". Proper placement was noted and 2 coils were visualized on the patient's right. Date(s) of insertion: (B)(6) 2014 (as per pif-discrepancy noted). Date(s) of removal: (B)(6) 2015 (as per pif-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: essure confirmation test (unspecified) result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; pelvic pain, fatigue. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: reporter, reference added. Fu mark significant due to imdrf code error. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.